Event description:
This supplemental report is being submitted to provide additional information about the patient. The doctor tried to eswl for three days in a row, and the subject device remained in the patient was retrieved. The patient left the hospital.

Manufacturer narrative:
The subject device is not returned because the procedure is continued due to the basket wire remained in the patient, so the exact cause of the user's report could not be conclusively determined. As a result of checking the manufacturing record of the lot for a year from the occurrence date due to the unknown lot, nothing abnormal was detected. Based on the similar case in the past, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct, the doctor could not crush it. The doctor tried to crush calculus using (B)(4) (emergency lithotripter) but failed again. Therefore, the patient was transferred to an affiliated facility under conditions where the basket wire was remaining in the patient and underwent an attempting to crash calculus by eswl. Size of the calculus was decreased by half at (B)(6) 2016. Further, eswl is continued at (B)(6) 2016.